Event description:
A pharmacist reported that a lens was damaged and could not be implanted. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Provided photo shows an opened lens case base and lid, iol in lens case base. The optic appears to be damaged, one haptic appears broken/torn and is present in the lens case. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. The product was returned for analysis and the reported complaint was observed. Iol returned pressed down into well area of iol case base. The iol is immersed in solution. One haptic is broken/torn and is returned, the other haptic is bent. The optic is bent and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint " damaged lens". The returned iol shows evidence of possible handling by the customer as the iol is immersed in solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. The manufacturer internal reference number is: (B)(4).